Manufacturer narrative:
Reliability analysis inspected 2 opened/used infusion sets and performed hand prime using new lab reservoirs and found 1 of 2 was occluded at the quick release connection septum site. The remaining products passed per specification. They were unable to confirm if the customer received an infusion set that was occluded due to the customer returning opened/used sets. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the customer is getting a no delivery alarm on the insulin pump. Customer's blood glucose was over 300 mg/dl. Caller stated that the alarm was received twice on sunday. Customer is now having the same issue again. Caller stated that the no delivery alarm will occur when the pump primes about 15-16 units. Customer stated that it has happened to him twice today also. Customer has treated with the pump. Caller stated that it occurred during prime on sunday. Caller cleared the alarm and stated that the insulin did not exit during the manual plunger push. Customer tried a new infusion set with the current reservoir and the insulin did exit the tubing. Customer was advised to return the infusion set. Caller stated that it was time to change the infusion sets.